Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 15 days (B)(6) 2021 per timestamp). A no external power event that was associated with low power hazard, power cable disconnect and no external power alarms was active on (B)(6) 2021 from 03:47:33 ¿ 03:48:29. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to 0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared at 03:48:30 on (B)(6) 2021 after an apparent power source change from the mpu to battery power. Pump operation was not affected. The reported power cable disconnected alarms on (B)(6) 2021 at 3:49 were not confirmed, the patient switched power sources from the mpu to battery power without atypical alarm. There were no other notable alarms active in the log file. Provided information stated that there was a power outage at the patient¿s home. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu). To date no response has been received. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight and the serial number of the mobile power unit from the customer; however this information was not received. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The ventricular assist device (vad) coordinator stated that on (B)(6) 2021 the patient had a power outage and on (B)(6) 2021 at 3:49 am, the power cable disconnected from the mobile power unit (mpu), but the patient does not recall this and was most likely sleeping. Technical services performed a review of the log files and confirmed a no external power event on 27oct2021 at 3:47 am, which correlated with the reported power outage. It was also found at this time that a power change from the mpu to battery power had occurred. The log file showed the patient stayed on battery power until (B)(6) 2021 at 11:31:33 pm when they switched back to their mpu.